Event description:
The line has a break just below the suture wing, no other information available. (Per improvement report from complaintant) pt arrived to clinic to received chemo. Upon flushing PICC line noticed 2x2 was set. Removed dressing, found hole in PICC with leakage of normal saline flush. Upon removing PICC it broke apart. Entire 49 cm of PICC was removed.